Event description:
The customer states that during a oris small orthopedic surgery, a little silver piece that holds the drill piece fell out. The piece did not fall into the pt. There were no adverse consequences to the pt. The procedure was completed with another device.

Manufacturer narrative:
The product was returned to the manufacturer and was reviewed. The customer's complaint was verified. The device will be replaced.